Event description:
The customer reported damage to tandem charging cable, causing the charging supplies to be non-functional. There was no adverse impact to the customer¿s blood glucose level. Technical support planned to replace the damaged charging supplies with a two-day shipping service.